Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tni and an initial result was 0.74ng/ml and 0.03 ng/ml upon reflex. The customer retested the original sample for accu tni and the repeated result was 0.03ng/ml. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications prior to and after this event. System check performed on (B)(6) 2006, after the event, passed within specifications. The specimen was collected in bd, plastic, lithium heparin tube with gel separators and centrifuged at 3,000 rpm for 10 minutes. Service was not sent as customer prefers to monitor for further issues. Beckman coulter inc reviewed the importance of proper sample handling with the customer. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.